Event description:
The patient had been experiencing withdrawal symptoms of chills, anxiety, feeling sick and erratic pain control. The intraccathecal medication was changed from hydromorphone to fentanyl and the hcp is scheduling the patient for a pump replacement. The hcp reported "the patient recovered without sequela to my knowledge".